Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return the device post explant for a longevity and battery assessment. No resulting adverse patient effects have been reported and to date the unit remains implanted and in service. Subsequently, this device was explanted and replaced with another boston scientific device of same product type. No procedural adverse patient effects were reported. The explanted device was later returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return the device post explant for a longevity and battery assessment. No resulting adverse patient effects have been reported and to date the unit remains implanted and in service. Subsequently, this device was explanted and replaced with another boston scientific device of same product type. No procedural adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return the device post explant for a longevity and battery assessment. No resulting adverse patient effects have been reported and to date the unit remains implanted and in service.